Manufacturer narrative:
Additional information: patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the lad. Twenty seven days later, the patient suffered, a cere brovascular accident with acute onset of right sided weakness and dysphagia. The investigator assessed the event as not related to the device or anti-platelet medication. Safety assessed the event as possibly related to the device but not related to antiplatelet medication. The patient is recovering.

Manufacturer narrative:
Cec adjudicated the event as a stroke - ischemic. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the index procedure, a second resolute onyx des was implanted in the lad. If information is provided in the future, a supplemental report will be issued.